Event description:
A report was received that during a trial lead pull procedure, one of the leads fractured and four contacts were left under patients skin.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a trial lead pull procedure, one of the leads fractured and four contacts were left under patients skin.